Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Undefined resistance was noted. The pre-pace and post-pace values to calculate the impedance produced invalid values and caused the display of undefined impedance. This occurred at the start of the remote monitoring session.

Event description:
It was reported that the right ventricular lead showed undefined impedance through the remote monitoring system. The impedance readings from the chronic lead trend were normal. The lead is still in use. No patient complications have been reported as a result of this event.